Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: a review of the black box confirmed the time and date defaulted to factory settings after a battery change on (b)(6 2014. Investigation was completed using the returned battery cap. During evaluation, the pump was exercised for 24 hours, the battery was removed for 6 hours and the time and date did reset to factory settings. The pump case was removed and corrosion was found underneath the internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.